Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the surgeon fired gst45g, inserted into plee45a for a bariatric surgery. After the staples are fired, the prof. Noticed that staples are not fully shaped into b-shapes. Therefore, he completed over-suturing using barbed suture over mal-formed staples. Patient consequence? : unknown.

Manufacturer narrative:
(B)(4). Photographic analysis: two pictures were provided; first picture shows a drawing simulating the staple's shape, according to the representation, the one on the top, appears to be malformed. Second picture shows tissue, through the staple line, bleeding can be observed. Based on the photos alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.